Manufacturer narrative:
It turned out during investigation that the issue was related to hindered operation of the valves that control the ventilation cycles i.e. The automatic ventilation did not fail as the initial user's report suggested but was disturbed by the compromized valve operation. The valves are embedded in a pneumatic assembly specified as the compact breathing system (cosy). Condensation inside the cosy, dust particles released from the co2 absorber or any other residues may affect proper opening or closing of the valves. Hence, the cosy shall be reprocessed on a weekly base and completely dried afterwards. In the particular case could be revealed that the customer never cleaned the cosy. Dräger finally concludes that the observed problems were related to use error; failure to follow instructions.

Event description:
It was reported that automatic ventilation failed during a surgical procedure. The patient was manually ventilated towards the end of the surgery; no health consequences have reportedly occurred.

Event description:
It was reported that automatic ventilation failed during a surgical procedure. The patient was manually ventilated towards the end of the surgery; no health consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.